Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) fell out as the patient sat down in the morning. The device will be returned. No patient complications have been reported as a result of this event.